Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The component of bluk kit was pdp463h (36 per box) before, but it has been changed to pdp463g (12 per box). According to this, the quantity per kit changed from 6 boxes to 18, but the outer label still showed the old 6-box indication only. The kit (eskpdp463) was registered with jjkk and qa. The registered model number was determined from the kit components. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/19/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: are there any photos of the products involved? No have. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.